Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured, therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon occurred due to a broken power switch. No further information could be obtained. As a result of checking the monthly analysis report, no trend of increase was observed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the glass cover of the maintenance unit is broken. The reported issue occurred during preparation of use. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the power switch was broken which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation, it was observed that the power switch at the front was broken and had a damaged protective cover. Additionally, it was observed that the plastic cap was torn off. It was also observed that four suction feet at the bottom had a weak suction. Also, there were four lock bolts inside that were rusted. It was observed that the air pressure was low due to a faulty air pump unit. It was uncovered that the customer had an old version type of tubing. Lastly, it was observed that the unit and connector socket was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.